Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer reported a blood glucose reading of 378 mg/dl during the call. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the doctor did not want to continue troubleshooting. The doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, occlusion, prime and excessive no delivery tests.